Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the cartridge was damaged at the canister, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.